Event description:
It was reported that during an elective prophylactic pump replacement surgery to avoid invivo battery depletion, scar tissue contorting the catheter was noted. The catheter was resected from surrounding scar tissue and freed up from tortuous configuration and placed into a straight path on (B)(6)-2008. It was stated that the catheter was "quite scarred in with scar tissue contorting the catheter into a tortuous configuration". Patient outcome was noted as resolved without sequela. The patient had experienced no symptoms.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2002-(B)(6), explanted: unk. Final analysis of the pump revealed no anomaly, normal device function.